Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported lower than normal o2 sats. And found the alarms turned off. The customer states that the device was configured for spo2 and resp alarms. The device was in use monitoring patients. There was no report of patient or user harm.